Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence and atrophy cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patients artificial urinary sphincter (aus) device was implanted scrotally. The device was functioning, but the patient had too much urethral atrophy to allow for full coaptation, resulting in urine leakage. All components were explanted and a new aus was implanted. The cuff was placed more proximal.